Manufacturer narrative:
Concomitant medical products: 5076-58, implanted (B)(6) 2003. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon interrogation the right ventricular (rv) lead thresholds had increased. The parameters on this lead were reprogrammed. It was further reported that the right atrial (ra) lead was oversensing ventricular pacing. Additionally, the implantable pulse generator (ipg) categorized multiple premature atrial contractions as atrial tachycardia/ atrial fibrillation. No programming changes were made for the ipg or the ra lead per medical judgment. The devices and both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.